Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the tips on the instrument were bent, causing side to side misalignment of the grips. There was an 0.62 inch offset at the tips, indicating overloading at the tip. Electrical continuity testing passed. Additional observations not reported by the customer were damages on the pulley and main tube. There were scratches on the surface of the distal pulley. The main tube exhibited various scratch marks showing light material removal and rough surface finish. The scratches were short in length and were not axially aligned with the main tube. No other damage was found. Evidence not conclusive but main tube damage may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the tips were not aligned on the maryland bipolar forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.